Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: (B)(4), model: sc-4316, serial: null, batch: null. Model# sc-2316-50, serial# (B)(6). The returned lead was analyzed, and the complaint of a damaged lead was confirmed. With all the available information, boston scientific concludes the reported event was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause was traced to component failure. Model# sc-3400-30, lot# 17696898. The returned splitter was analyzed, passed all tests performed, and exhibited normal device characteristics. With all the available information, boston scientific concludes the cause of the reported event could not be determined as no problem has been detected. Model# sc-4316 the returned clik anchor was analyzed, passed all tests performed, and exhibited normal device characteristics. With all the available information, boston scientific concludes the cause of the reported event could not be determined as no problem has been detected.

Event description:
It was reported that the patient states that she touched a plasma ball and then noticed there was a warning indication to not touch if implanted with a medical device. The patient indicates that since that time she has never experienced leg or foot stimulation. It was later noticed the lead displayed high impedances. The patient underwent a revision procedure where the lead and splitter were replaced. The physician noted the lead had coiled around subcutaneous tissue and was completely fractured and separated at the join to the splitter. The patient was doing well post-operatively.

Manufacturer narrative:
Product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial:(B)(4), batch: 17696898.

Event description:
It was reported that the patient states that she touched a plasma ball and then noticed there was a warning indication to not touch if implanted with a medical device. The patient indicates that since that time she has never experienced leg or foot stimulation. It was later noticed the lead displayed high impedances. The patient underwent a revision procedure where the lead and splitter were replaced. The physician noted the lead had coiled around subcutaneous tissue and was completely fractured and separated at the join to the splitter. The patient was doing well post-operatively.